Event description:
It was reported that they the arctic sun device was not cooling and wanted to send it in for the 2000 hour service package. Per sample evaluation results on 22dec2023, it was reported that the patient temperature 1 was found to have a broken solder connection leading to unstable readings. The tank seals were noted to be lifted from the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was damaged solder connections on the isolation card leading to unstable readings. The device underwent functional evaluation upon receipt. The not cooling issue was determined to be erratic pt1 readings in therapy mode. Readings indicated temperature drops sometimes greater than 2 degrees c in one minute causing the device to heat suddenly. The two images noted damage to the pt1 and internal connections in the isolation card. The isolation card was replaced. The device underwent pm servicing. The tank seals were noted to be lifted from the tank. Pt1 was found to have a broken solder connection leading to unstable readings. During the pm, the circulation and mixing pump was serviced, and the heater and drain valves were replaced. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. After repair, the device underwent functional evaluation and passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they the arctic sun device was not cooling and wanted to send it in for the 2000 hour service package. Per sample evaluation results on (B)(6) 2023, it was reported that the patient temperature 1 was found to have a broken solder connection leading to unstable readings. The tank seals were noted to be lifted from the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was damaged solder connections on the isolation card leading to unstable readings. The device underwent functional evaluation upon receipt. The not cooling issue was determined to be erratic pt1 readings in therapy mode. Readings indicated temperature drops sometimes greater than 2 degrees c in one minute causing the device to heat suddenly. The two images noted damage to the pt1 and internal connections in the isolation card. The isolation card was replaced. The device underwent pm servicing. The tank seals were noted to be lifted from the tank. Pt1 was found to have a broken solder connection leading to unstable readings. During the pm, the circulation and mixing pump was serviced, and the heater and drain valves were replaced. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. After repair, the device underwent functional evaluation and passed applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they the arctic sun device was not cooling and wanted to send it in for the 2000 hour service package.